Event description:
It was reported that the patient experienced hyperopia and underwent a removal and exchange of an intraocular lens (iol) due to unexpected post operative refraction. It was stated that there were no complications, and no incision enlargement was made. Patient was stated to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half, as is typical during an explant procedure. No optical deviations on the optic parts could be found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Diopter measurement records from this particular lens were verified and shown to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4).